Manufacturer narrative:
Reporter's facility name and address were unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the drive button on the compact air drive device did not return after it was pressed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor seized, jammed and moved heavily. It was also observed that the reverse locking mechanism was blocked and the start button did not return to position. The device also failed pretests for check starting behavior, check for excessive noise, check triggers for fwd / rev mode, check for air leak and check reverse locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to reverse trigger locking due to being rusted and the locking pin and sealing rings were damaged by improper cleaning processes/improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.